Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's treatment went well. The recipient has resumed device use without further issues. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues and increased impedances. The recipient was prescribed steroids in (B)(6) 2019. The recipient's sound quality improved. However, on (B)(6) 2020, the recipient returned with similar symptoms and the clinic prescribed steroids again. The recipient was treated with a second cortison therapy since the first was successful.